Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the burr device would not fully lock into the handpiece device; then it became stuck and would not unlock. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.